Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber overheated and broke the tip (tip detached); the tip was reported to be retrieved and the case was completed using a second fiber. There was no report of injury.